Event description:
It was reported that the pt had his vns generator removed due to an infection. The pt was re-implanted with a new generator in 2009. A culture taken from the pt's wound showed the infection to be a staphylococcus aureus infection and the pt was put on a 6 week antibiotic regime. The pt is currently doing well. The physician has provided no additional info. The device history record for the generator was reviewed and sterility prior to shipment was confirmed. The explanted generator has been received however the manufacturer has not completed device evaluation at this time.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.